Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the unknown side. Device status unknown

Manufacturer narrative:
Continued e.1 postal code: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
It has been identified that this record, mrn 9617229-2024-24649, is a duplicate of mrn 9617229-2024-23053. Please see mrn 9617229-2024-23053 for reportable events.

Event description:
It has been identified that this record, mrn 9617229-2024-24649, is a duplicate of mrn 9617229-2024-23053. Please see mrn 9617229-2024-23053 for reportable events.